Event description:
It was reported to medtronic neurosurgery that the flow of the valve was tested during the vp revision. According to the report, the valve had poor flow.

Manufacturer narrative:
The valve was patent. It did not meet requirements for siphon or reflux testing. The device also did not meet requirements for the leak test as there was a nick in silicone of the reservoir dome. It is unk how or when this damage occurred. The valve met all specifications for pressure-flow and preimplantation testing. Debris within the valve may hold pressure-flow controlling mechanisms open, which may result in siphoning and/or fluid reflux. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR. No injury to the pt was reported.